Event description:
Reporting status: powersail conditions of approval. Reporting rationale: this is being reported based on the root cause identifying a failure of the device packaging to meet the specifications established in the approved PMA that could not cause or contribute to death or serious injury, but are not correctable by the adjustments or other maintenance procedures described in the approval labeling. Device issue: unsealed pouch. It was reported that when the box was opened the end of the pouch was observed to be open. The device was not used. A new powersail was used without further consequences. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the balloon dilatation catheter was returned without any blood or contrast visible. The balloon dilatation catheter was returned in the coil dispenser and pouch. The orange protective sheath was returned. The balloon was tightly folded. There was no damage noted to the balloon dilatation catheter. The bottom manufacturing seal of the pouch was opened and not sealed. There was no evidence that the bottom manufacturing seal was intact at some point. There was no other damage noted to the packaging pouch. Product performance engineering reviewed the incident information and the returned device analysis. Analysis of the returned device found that the manufacturing seal of the pouch was open and did not appear to have ever been sealed. There was no damage noted to the unused catheter. Since there were no indications of the pouch having any manufacturing seal. Abbott vascular manufacturing has been made aware of this incident and will further investigate the returned device and steps in the manufacturing process which could have contributed the missing seal. Thus, it appears that the root cause of the missing seal was manufacturing. A review of the finished device lot history record did not reveal any non-conforming material reports. A field discrepancy notification (fdn) issue was initiated to evaluate the manufacturing process that may have contributed to the missing manufacturing seal. Further investigation and any implemented corrective action will be documented on the fdn issue product performance engineering will monitor the incident circumstances. This MDR is considered closed by the product performance group.